Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n171044007, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter product ID: 8590-1, lot# n172163, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (5000 mcg/ml at 2000 mcg/ml per day) via an implanted pump. On (B)(6) 2015 it was reported that the catheter would not aspirate for a dye study. The patient was not feeling sufficient pain relief. The pump logs were read. The patient status was reported as alive-no injury. On (B)(6) 2015 additional information was received from a healthcare professional via a company representative and it was reported that the patient requested that the device system be explanted. The system was explanted and the patient status was reported as alive-no injury. The issue was resolved. Also on (B)(6) 2015, an attorney alleged the patient suffered a serious injury due to a malfunctioning infusion system.